Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed to deliver high voltage (hv) output due to incorrect interpretation of ventricular tachycardia (vt) as supraventricular tachycardia (svt). Programming changes were performed to resolve the issue. There were no patient consequences noted.